Manufacturer narrative:
Device is a combination product. (B)(4). A stent delivery system was returned for analysis without the manifold. A visual and microscopic examination of the crimped stent found stent damage. The distal and mid-sections of the stent were damaged and stretched distally. The undamaged proximal section of the crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found a hypotube break within the manifold/strain relief hub 21mm proximal from the distal edge of strain relief. The manifold/strain relief hub was broken at this site also and the manifold section proximal of the break site was not returned. A visual and tactile examination of the shaft polymer extrusion found a mid-shaft kink 5mm distal from the hypotube bond. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID# 2134265-2018-00346. Reportable based on device analysis completed on 11-jan-2018. It was reported that crossing difficulties were encountered. The target lesion was located in the fibro-calcified left circumflex artery. After a non-bsc guide wire crossed the lesion, a maverick balloon catheter was advanced for predilation. A 3.50x20mm promus element ¿ drug-eluting stent (des) was advanced but failed to cross the lesion due to calcification. Dilatation was again performed at a high pressure and a 3.50x16mm promus element ¿ des was advanced but also failed to cross. A 2.5x20mm promus element des was then used but it also failed to cross. Ultimately, the lesion was stented with another stent followed by post dilatation and the procedure was completed. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage and hypotube break.